Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during ventilation, alarms for high o2 concentration were generated when the ventilator was used in tandem with a high frequency jet ventilator (hfjv). There was no patient harm. (B)(4).

Manufacturer narrative:
The evaluation of logs that were received for this event showed that the ventilator had not been in use since (B)(6) 2018 which implies that the event in this report didn¿t occur. This was service repair for the event that was reported with MDR access #:8010042-2018-00218. Please follow-up #:02 in report with MDR access # 8010042-2018-00218 for the investigation results of the returned air and o2 gas modules. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).